Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. There was no button error alarm and no moisture damage found inside the pump. There was no scrolling numbers anomaly noted. The pump had received a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the customer had a button error alarm on the insulin pump. Customer was caught in a rain storm and then received a button error alarm. Caller stated that he was not sure if the pump got wet. The pump was placed in rice for 2 hours. Caller mentioned that the keys on the pump were not responding while he was trying to do a bolus. The pump also began scrolling on its own. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.